Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but unavailable. Date of event: unknown, not provided/ asked but unavailable. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was removed from patient's operative eye as the capsule was not intact. Vitrectomy was performed. The original lens was discarded. No further information was provided.